Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had diminished battery life. Customer blood glucose level was unknown. Customer also stated that motor was running slower and battery cap was worn and hard to remove. Product will not be returned for analysis.